Event description:
Patient presented to the physician with pain at the third incision where the sensing lead is located. Physician brought the patient into the operating room, removed the sensing lead at the third incision site, and placed a new sensing lead in the second intercostal space.